Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with a mentor smooth round moderate profile 350cc and suffered from breast pain, brain fog, migraines, back pain, dry eyes, irritated , sinuses would burn, muscle aches. The patient experienced a breast cyst on the left breast implant and surgical intervention for biopsy of the left breast cyst. As a result, the patient had undergone removal without replacement on (B)(6) 2019. This event was also reported via mw5095802 on (B)(6) 2020. This medwatch is for the right breast implant.

Manufacturer narrative:
On (B)(6) 2020, this complaint has been identified as a duplicate of (B)(4) this file has been updated to contain all of the most current and correct information, and final reporting and documentation of this event will take place in this complaint. Manufacturer¿s reference number: (B)(4).